Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue, and found it was due to a dirty objective lens. The image was found ok after the lens was cleaned. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service observed the angulation was low. The up/down control knob had play. Dents were observed on the distal end plastic cover. There was a small chip at the edge of the objective lens that did not affect the image. The rubber adhesive was cracked on the c-cover and insertion tube. The insertion tube had buckling and deep dents. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported ¿a film on top of the image¿ was observed while preparing the subject device for use. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation.